Manufacturer narrative:
An event regarding disassociation of a metal head was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: the femoral head has disassociated from the stem with the head still retained within the cup. There is metallic debris in and around the joint space while trunnion fracture is suspected given the short remaining proximal stump on the stem side. - the stem has adequate size and position with stable bone ingrowth condition. - the cup has absent anteversion as evident by the straight line projection of the cup opening circle. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Company representative reported patient had right hip revision due to dislocation. Once surgeon dissected to the hip joint he noticed broken stem. The trunnion was still in the femoral head when surgeon removed stem. Stem, head and insert were revised. Patient was implanted with competitor devices. A review by a clinical consultant has confirmed accolade stem and head disassociation along with trident shell malposition.